Manufacturer narrative:
Correction: date of implant should have been reported as (B)(6) 2018.

Event description:
New information available on 8/17/2018 states that no intervention was performed. The patient was not symptomatic due to the event and was stable.

Event description:
It was reported that the right atrial lead exhibited p-wave amplitude variation post-implant. No further information was available.